Event description:
It was reported that a spectrum pump had a system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported system error 105 was reproduced and confirmed through evaluation. It was determined that this error message was caused by a failed motor (flex). The motor assembly was replaced.